Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent first flange failure to expand. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the stent first flange failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Risk review a risk review was completed and confirmed that the event of "stent first flange failure to expand" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a drainage procedure performed on (B)(6) 2026. During the procedure, upon attempting to deploy the stent, the physician reported that the stent did not open properly. The physician tried to move the catheter but did not resolve the issue. The procedure was able to be completed by using another device. There were no patient complications reported as a result of this event at this time.